Manufacturer narrative:
(B)(4). D10 medical devices: articular surface medial congruent (mc) left 14 mm height catalog#: 42512100414 lot#: 64685906. Femur trabecular metal cruciate retaining (cr) standard porous catalog#: 42502806001 lot#: 64947183. All poly patella standard cemented size 32 mm diameter 8.5 mm thickness catalog#: 00597206532 lot#: 64774881. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left knee revision approximately thirty-two (32) months post-implantation due to tibial tray loosening. No additional patient consequences were reported.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001822565-2024-01762.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001822565-2024-01762.